Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the device, the clips were crossing and not meeting in the middle. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.